Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was high at the time of incident. Troubleshooting was done. It was reported that there was greater than normal resistance on the reservoir during plunger push. The reservoir will not be returned for analysis.